Event description:
Additional information was received that indicated that product analysis was complete on the generator. The device performed according to functional specifications. No eri flags were observed during testing. Potential contributing factors to the high impedance condition have been evaluated and none were found to exist in this situation. The device was continuously monitored for 25.5 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Date of birth: corrected data: the initial report inadvertently listed the wrong date of birth for the patient.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance with a dcdc value 4 during diagnostic testing at an office visit. The patient did not report any increase in seizure activity or changes in the perception of the stimulation. The patient was referred for lead revision surgery due to the high lead impedance observed. Prior to surgery, diagnostics were performed, which confirmed the high lead impedance observed. The generator was initially replaced, and diagnostics were performed at that time, which were within normal limits. The surgeon opted to not replace the lead at that time. It is unclear as to the cause of the high lead impedance as it appears to be due to a pin insertion issue. Good faith attempts to obtain the explanted generator for product analysis have been unsuccessful to date.

Event description:
Additional information was received that indicated that patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned, but has not been complete to date.